Event description:
During preparation for a ptca treatment procedure, the maverick2 monorail 20/2.25 mm balloon ruptured. The device had no contact with the patient. The procedure was successfully completed. No patient injuries or complications were reported. Patient statis is reported as 'good'.